Manufacturer narrative:
Customer was provided with the replacement telepack.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.